Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f305 was conducted. There were no non-conformances. This lot met all release requirements. A review of f305 for the reported issue shows no trends. Trends were reviewed for complaint categories alarm #18: system pressure, pressure dome membrane leak. No trends were detected for each complaint category. The customer kit was returned for analysis. A small syringe was attached to the whole blood line of the returned kit, and the line was clamped after the system pressure dome. Pressure was slowly applied using the syringe and the system pressure dome diaphragm swelled. A spot of blood appeared on the diaphragm of the system pressure dome indicating there was a leak. It could be determined if the observed leak caused the alarm #18: system pressure. Furthermore, it could not be determined if the diaphragm became damaged while attempting to clear the alarm #18: system pressure or at any point after the treatment had been ended. A material trace of the pressure dome housing assembly and its components used to build lot f305 did not find any non-conformances. The pressure dome is leak tested three time during manufacturing; twice at the sub-assembly level and once as a part of the finished kit. As a result, it is unlikely the observed system pressure dome leak was present at any of the testing stages that occur during production. No manufacturing related defects were confirmed during evaluation of the returned kit. The cause of the system pressure dome leak could not be determined through this investigation. No further actions required at this time. Investigation complete. (B)(4).

Event description:
Customer called to report an alarm #18: system pressure warning that occurred during buffy coat. Customer was explained different factors to overcome the alarm, and verbalized understanding. The customer then recalled back due to encountering a second alarm #18: system pressure alarm. The instrument had been restarted and went to buffy coat collection, but the customer continuously encountered an alarm #18: system pressure warning. Therefore, the customer opted to end the treatment and returned the patient's blood. The customer will be returning the complaint kit back for investigation.